Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported in a journal article that the patient underwent sling procedure on an unknown date. Approximately 12 hours after the procedure, the patient experienced pain the left lower abdominal region, near the left incision. The patient received pain medication and complained of increasing pain. A visible hematoma was noted and bleeding started from the incision. Ultrasound was performed and revealed a hematoma in the space of the retzius. Vaginal packing was reinserted but there was an increase in hematoma size. Surgical revision was performed and blood clots were found in the space of the retzius during reoperation bleeding was localized and treated with bipolar coagulation and the mesh was left in place. Following the procedure, the patient&#38112;hemoglobin level dropped and the patient received a blood transfusion. The post-operative course was uneventful and the patient was discharged on the 5th post-operative day. Additional information has been requested.